Manufacturer narrative:
Device was received with a stuck button alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm. Unable to verify pump error 23, 63 due to stuck button anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and multiple insulin pump error alarms. The customer was reported that buttons were not responding. Customer was not able to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.